Event description:
Rubber seal from air seal reducer cap separated from cap and became dislodged in patient. It was noticed immediately and removed from patient. Replaced with new air seal reducer cap.